Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when they booted up the system the blue power light came on and the system seemed like it was booting up, but then just shut down. They tried several times to power it back up. The reporter from the site stated that once she moved her thumb around on the power button the system booted up. Issue resolved on call. There was no patient present when this issue was identified. No additional information was provided.